Event description:
The patient reported having an inflammatory mass. Symptoms began 4 to 6 weeks ago and included a loss of therapeutic effect, loss of bladder and/or bowel control, loss of lower extremity reflexes, increased pressure along her spine, and paresthesia. The patient reported that the hcp had increased the medication dosage by about 30% with no affect on her pain level, so a study was done in 2007, which showed a mass. The patient reported that the medication dosing was not changed after the study. The patient reported that a magnetic resonance imaging would be performed. The patient reported being at home and her status as fair. The patient reported that her pump was used to deliver baclofen, morphine, and bupivacaine. The hcp reported that the pump was used to deliver dilaudid 100mg/ml, bupivacaine 4mg/ml, and compounded baclofen 270 mcg/ml. Device registration system indicates the device system was replaced. A follow-up report will be submitted if additional information becomes available.